Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause of malfunction: mlc-14- insufficient blood sample applied to strip (user) test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Customer provide a wrong phone number.

Event description:
Consumer reported complaint for e-2 accompanied by symptoms. Daughter debbie is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling irritable and tired. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. During the call on (B)(6) 2017 a blood test was performed by the customer fasting and produced test results of 184mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is unknown. The meter memory was not reviewed for previous test result history.